Event description:
A customer reported that an ophthalmic microscope's head dropped and a system message was displayed during a surgery. The surgery was completed successfully. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the system event log. However, the company service representative was unable to replicate the issue while on-site. As a preventative measure, the fan cable was replaced. The company service representative replicated the reported event of the optical head dropping. The company service representative noted that the lower height limit adjustment was set very low. In addition, the counterbalance was not adjusted to account for the attached system, and the scope head was dropping lower when the brake was released. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported optical head dropping is attributed to use error, as the articulating arm counterbalance and lower height limit were not set properly prior to surgery. Based on the information obtained, the root cause of the reported system message (sm) [lamp fan failure] is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).